Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
Customer's wife reported customer is in the hospital and the doctor is wondering whether the device is delivering the correct amount of insulin. Customer's blood glucose was unknown, but it was high. Customer's wife stated it was inconvenient to do troubleshooting at this time. Customer will call back later for troubleshooting and with hospitalization information. Nothing further reported.